Event description:
The customer's wife stated that the customer was treated by paramedics due to hypoglycemia. The customer's wife stated that the customer had a high blood glucose reading, so he bolused, and afterwards his blood glucose levels became low. Troubleshooting was performed, and the customer's wife stated that she thinks the cause of the event was user error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.